Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts on rows 12 and 13 from the proximal end of stent were lifted and deformed. The maximum crimped stent profile met specification. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks or damage on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the event happened outside the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.50 x 32 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, when the device was inserted into the patient's body, it was noted that the stent strut was lifted up. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.